Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and had blood on it and was obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Concomitant product: 4076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that two hours after implant procedure and hospital discharge, the patient returned feeling symptomatic and experiencing diaphragmatic stimulation. High thresholds and intermittent loss of capture were identified on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.